Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's snake wrist was dislodged. There were no pieces missing from the instrument's wrist. During functional testing of the instrument on an in-house is3000 system found that the instrument would not advance through an in-house 8mm cannula due to the dislodged wrist. An in-house 13mm cannula was used and the instrument advanced through it for engagement. Failure analysis investigation also found the following additional damages to the instrument: the cable at the snake wrist was broken, thus the instrument's motion is no longer intuitive. The instrument's blade is dislodged and review of the site's system logs for the reported procedure date confirmed that the blade dislodged during the procedure, as the logs showed that several blade jammed error occurred during the surgical procedure. The instrument did not pass a self-test and the vessel sealer would not engage. The blade cable and blade were not bent. Once the blade was reseated, the instrument passed the self-test and there were no error messages generated. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; the dislodged snake wrist and the additional finding of a broken cable at the snake wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, when the pa attempted to remove the one endowrist vessel sealer instrument, the instrument could not be removed. Upon examination of the instrument by the site, it was discovered that the sealer was broken. There was no report that any piece(s) from the instrument broke off and fell into the patient. The instrument was replaced. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury.